Event description:
It was reported the patient experienced pain at ipg site. It was also reported the patient has fallen multiple times in a week and now the ipg moves in the pocket. As a result, surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicating the ipg became inoperable in [related manufacturer reference number: 3006705815-2022-15029] the device was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.